Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. Subsequently, the patient experienced prosthesis wear. As a result, the patient underwent a revision and unknown amount of time post initial implant. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
D10: 200-01-03 - cemented cr femoral sz 3: sn# (B)(6), 200-23-11 - cr tibial insert sz3, 11mm: sn# (B)(6), 204-04-33 - trapezoid tibial tray sz 3f/3t: sn# (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm: sn# (B)(6), 204-70-00 - tibial stem ext. Screw: sn# (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01102. A definitive root cause was unable to be determined; however, may have been the result of prosthesis wear over 8 years of implantation. Contributing factors to the severity of the wear on the returned tibial insert may have been result of being packaged in a non-conforming vacuum bag for five years, rotational malalignment, and/or instability of the knee combined with high-in vivo loading. However, the contributions of each to the sequence of events cannot be determined as limited clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.